Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One medical record was provided for review. The investigation is confirmed for the reported infection issue. According to the medical record, two days later, the port culture result showed positive for coagulase negative staphylococcus growth in broth only. Furthermore, gram stain study showed few gram-positive cocci, moderate gram-positive bacilli and moderate gram-negative bacilli were noted. After seven days, patient was presented for removal of left subclavian porta cath due to infection. Subsequently, the left chest area was prepped, significant purulence was immediately noted despite having no cellulitis along the wound or chest region. Eventually cultures were obtained and the port was separated from the surrounding attachment, sutures were removed and sent for cultures. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2022), g3, h6 (method). . H11: b3, b5, h1, h6 (patient, device, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately two months post port placement on upper left chest region, the port was surrounded with pus (white fluid). The patient allegedly experienced infection. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2022).

Event description:
It was reported that post port placement in the upper left chest region, the port allegedly contained a white fluid. There was no reported patient injury.